Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2025. It was reported that the bands failed to deploy during the procedure, and it was observed that they had overlapped. No difficulties were encountered during device setup. The procedure was completed using another speedband superview super 7 device. There were no patient complications reported as a result of this event. Note: it was reported that the shrink wrap was removed at the beginning of the procedure. However, according to the instructions for use (IFU) for the speedband superview super 7 band ligator, removing the shrink wrap should be the last step. Performing this action at the beginning is not in accordance with the IFU and constitutes user error.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.